Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: damage. Visual investigation: the depth gauge for 2.0mm and 2.4mm screws (product code: 319.006, lot #: a4ju350) was received at us cq for investigation. Visual inspection of the received device indicated that the needle component was broken off and the protection sleeve was missing. The broken needle component was not returned for investigation. No other issues were identified on the device. Device failure/defect is identified. Complaint is confirmed. Dimensional inspection: a dimensional inspection was not performed due to the post-manufacturing damage and the definitive finding of a missing component. Document/specification review: the current and manufactured revisions were reviewed. Conclusion: the complaint was confirmed for the depth gauge. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. Part # 319.006 . Synthes lot # a4ju350 . Supplier lot # n/a. Release to warehouse date: 22 sep 2004. Manufactured by: synthes monument. No ncrs were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, six (6) depth gauges, one (1) spindle nut, one (1) wire sleeve, one (1) handle for torque limiting attachment, and one (1) universal chuck were broken. There was no patient consequence. There is no further information available. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 10 of 10 for (B)(4).